Manufacturer narrative:
Based on the information available for investigation, the root cause of the issue was due to a general sample quality issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for 2 patient samples tested for crep2 creatinine plus ver.2 (crep2) on a cobas 6000 c (501) module. Based on the data provided, the results for 1 patient were erroneous and reported outside of the laboratory. The initial crep2 result from the primary tube was <0.20 mg/dl with a data flag. The sample was repeated on the same module and the result was 1.1 mg/dl. The customer repeated an additional 5 patient samples that they thought might have been affected, however, the repeat results compared well with the initial results. The customer declined to provide any information related to adverse events. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 20313801 with an expiration date of 08/31/2017. The field service engineer (fse) visited the customer site and identified an issue with the liquid level detection circuit of the sample probe. The sample probe and slider were replaced. Rinse lines were flushed and vacuum diaphragms were replaced. The fse performed sample probe alignments. The customer ran calibration, quality controls and precision. All results were acceptable. The system was operating within specification. Based on a review of the alarm trace, abnormal probe sucking and abnormal aspiration alarms were observed on the day of the event and the day prior to the event. These alarms suggest an issue with sample quality. Contamination of the sample probe is typically the cause for low erroneous results on this module. The root cause of the contamination is normally related to pre-analytics (fibrin, gel or oil) coating the sample probes and affects the placement of the sample in the cuvette. This results in no sample being available for a reaction. This issue mainly affects tests requiring low sample volumes.